Event description:
Customer alleged discrepant, back to back blood glucose results of 226 mg/dl and 117 mg/dl, when testing was performed within 1 minute on the advantage system. Customer did not treat or act on these results. No adverse event was reported. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.